Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested nemo replacement parts for therapy switch and therapy knob. There was no reported patient involvement.

Manufacturer narrative:
The customer was assisted by the philips remote service engineer. The device's therapy knob and therapy switch need to be replaced. The customer was sent replacement parts. The cause of the reported problem was a component failure. The device remains with the customer. No further action is necessary at this time. H3 other text : customer ordered replacement through remote service engineer.

Event description:
It was reported the customer requested nemo replacement parts for therapy switch and therapy knob. Patient involvement was unknown.